Event description:
The event occurred in the us. It was reported that the rotaflow device shut down during patient treatment without showing any error message. The device was exchanged. No harm to any person has been reported. Due to the reported shut down during use and the exchange of the device a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the rotaflow device shut down during patient treatment without showing any error message. The device was exchanged. No harm to any person has been reported. Due to the reported shut down during use and the exchange of the device a report is required. A getinge field service technician was on site for investigation and repair. It was found that the battery would not pass the capacity test. Therefore, the battery pack (article number 70101.7188) has been replaced. The device was handed over to the customer in good working conditions. Based on these investigation results the reported failure could be confirmed. The root cause for the battery failure, which caused the shutdown of the device could be determined as the battery has been used for more than two years and has reached the end of its life / battery replacement was overdue. The review of the non-conformities has been performed on 2024-09-02 for the period of 2019-10-24 to 2024-08-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2019-10-24. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
This is a supplement report for complaint (B)(4) which was submitted under mfg report number 8010762-2024-0000449 on 2024-09-18. The related report number is mw5159314.

Event description:
Complaint ID: (B)(4).